Manufacturer narrative:
The reported event of lead fracture was confirmed. As received, a partial lead was returned in two pieces for analysis. Visual and x-ray examination found all eight filars of the inner coil fractured distal to the suture sleeve tie marks. A scanning electron microscope verified all eight inner coil filars were fractured. The cause of the reported event was due to fatigue fracture of the inner coil.

Event description:
It was reported that the patient was asymptomatic. It was noted that a fracture was observed on the right ventricular (rv) lead. The rv lead was explanted and replaced. The patient was stable.